Manufacturer narrative:
(B)(4).

Event description:
The service reports shows that the 840 ventilator was inoperable. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien customer support engineer (cse) verified the malfunction in the memory log. The cse inspected the device and replaced the breath delivery unit (bdu) printed circuit board (pcb), motherboard printed circuit board (pcb) and upgraded the software to the current revision. The unit passed extended self testing.